Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase in shock lead impedance measurements. Impedances measured 85 ohms and then went up to 145 ohms. It was noted that the system is less than one year old. Technical services recommended an in-office evaluation and to consider x-rays. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported possible options as to why shock lead impedance measurements have been gradually rising. They confirmed that the patient has gained 70 pounds in 10 months. The physician decided to perform defibrillation threshold (dft) testing in which an 80j shock was given and was successfully converted with 175 ohms system impedance. Technical services informed that it doesn't mean in the future it will convert if the patient continues to gain weight. The field representative will discuss with the health care professional (hcp). At this time, the system remains in service. No adverse patient effects were reported.